Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the site was using a handpiece during a total mastectomy surgery and "flame came out of it." The site reported the handpiece did not touch the patient, there was no patient harm. The handpiece was removed from the field and surgery continued without it. It was further clarified that the plasma blade was in the surgeon¿s hand. She pressed coag and was about to go closer to the forceps which were holding a small vessel and a small flame erupted at the tip. The plasma blade was not in wound or touching forceps when flame appeared. There was no delay and no patient harm.